Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping and there were no manufacturing deviations noted that could have contributed to the event reported. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: unable to exclude device problem. D2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>.

Event description:
It was reported that this deep brain stimulation (dbs) device was explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that this dbs device was electively replaced. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was discarded by the facility and will not be returned for analysis. Postoperatively, the patient was doing well.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. D2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>.

Event description:
It was reported that this deep brain stimulation (dbs) device was explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Event description:
It was reported that this deep brain stimulation (dbs) device was explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that this dbs device was electively replaced. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was discarded by the facility and will not be returned for analysis. Postoperatively, the patient was doing well.

Manufacturer narrative:
D2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>.